Event description:
The customer reported erroneously low ammonia results, for multiple patients, on two separate days, involving the unicel dxc 800 synchron system. The customer also noted quality control (qc) for ammonia (amm) and amylase (amy7) were elevated. Amylase was elevated for level 3. Subsequent analyses of the patients¿ samples recovered higher results, within the acceptable range, and were reported. The erroneous patient results were not released out of the laboratory. There was no patient impact. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing at the a/b valve as well as the a/b valve, mixer paddles, and tubing from the cartridge chemistry (cc) sample probe. The fse noted cracks in the level sense bead and replaced the assembly. The syringe drive assembly was also replaced due to noise. The instrument conformed to the manufacturer's published specifications. Mixer paddle, assembly this medwatch report is related to MDR 2050012-2013-00097.